Manufacturer narrative:
The device was returned for analysis. The device passed resistance testing and functional testing. A kink was observed on the heating element. The reported fep was burnt and the coil exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a closurefast catheter with an rfg3 generator to carry out a procedure on the right great saphenous vein(gsv). The IFU was followed during preparation, procedure and post-procedure. Tumescent and general anesthesia were used. A guidewire was not used for insertion of the catheter but the lumen was flushed prior to use. It was reported that a message was received that the desired temperature could not be reached and the generator stopped working. The physician switched on the handle button again, but the same message appeared. When the physician pulled back the catheter he met some resistance. The procedure was reported to have been completed per IFU. When the catheter was examined it was noted that there was a plastic fold present at one side of the coiled element, no damage to the coil was noticed. No patient injury was reported.